Event description:
Per the audiologist, the pt reported facial nerve stimulation when using the cochlear implant system. A CT scan determined that the electrode array had migrated out of the pt's cochlea. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.